Event description:
It was reported that during the vaaft procedure, electrode tip broke away from the insulation sheath. Didn't completely break off due to the wiring, came off when scrub was cleaning it. Surgeon wasn't happy to carry on so we got a spare electrode. Procedure completed with less than 15 minutes delay. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).